Event description:
It was reported that the catheter was inserted at l4-l5 for post-op pain management. After two days of use, removal of the catheter was initiated. Difficulty was encountered and the patient was repositioned several times. As the removal of the catheter proceeded, ti stretched and separated with the distal portion left in situ. There were no patient complications, and removal of the indwelling portion of the catheter is not anticipated.